Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented remotely via merlin.net transmission device diagnostic anomaly was observed. Upon review of the remote transmission battery longevity inaccuracy and normal depletion of battery was shown. It was also noted that device had charged out. Device was explanted and a new device was implanted. Patient was stable post procedure.